Event description:
The initial reporter alleged generating five false reactive hiv results while using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer indicated that their workflow involves repeating reactive samples twice. If both repeat tests are non-reactive, the results are released. In this case, all five samples were retested twice and generated non-reactive results. The blood bags associated with these samples were subsequently released. The following results were reported for the five samples: sample ID (B)(6): initial result was hiv reactive with a cycle threshold (CT) value of 41.5. Retest results were hiv non-reactive. Sample ID (B)(6): initial result was hiv reactive with a CT value of 38.4. Retest results were hiv non-reactive (twice). Sample ID (B)(6): initial result was hiv reactive with a CT value of 37.5. Retest results were hiv non-reactive (twice). Sample ID (B)(6): initial result was hiv reactive with a CT value of 38.7. Retest results were hiv non-reactive (twice). Sample ID (B)(6): initial result was hiv reactive with a CT value of 40. Retest results were hiv non-reactive.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the provided dataset confirmed that the initial reactive results for the five samples were associated with delayed cycle threshold (CT) values, which are indicative of low titer samples near or below the limit of detection (lod). Quality control data for the reagent lot h13568 were within expected ranges, and no signs of a systematic issue were identified. The root cause was attributed to sample characteristics, as samples near or below the lod may generate variable results upon retesting. The device remains in operation at the customer site.